Event description:
Event description guidant received inforamtion that this device was exhibiting a monitoring voltage of 2.97 volts after one year. Subsequently, guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.